Manufacturer narrative:
The pump has been returned to animas but not yet evaluated. When the device evaluation is complete, a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump had no power. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 10/09/2015 with the following findings: during investigation, the returned battery cap was damaged; the spring was missing from the battery cap and was unable to power up the pump. A test cap was used and audio and vibratory tones were observed. The pump powered up to a blank screen. The blank screen made full testing of the power issue impossible; however, the power issue was duplicated due to the damaged battery cap. The blank screen was unrelated to the original complaint.